Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) old female consumer reporting on self from the united states. The consumer had amoxicillin allergy and the concomitant medications were not reported. On (B)(4) 2010, the consumer used ob procomfort regular 40s, one tampon once vaginally for menstruation (lot number, expiration date and frequency unspecified). On the same day when she tried to remove the tampon it stuck in her vagina and the string was missing. She continued to use the device and event did not resolve. This report was assessed as non serious and the company causality was assessed as possible. The complaint sample was not returned to manufacturer and no lot number was provided. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.